Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported during preparation of a clip delivery system (cds), water leaked from the locked lever cap. The lock lever cap initially needed to be tightened, but after the cap was tightened, a leak still occurred. The cds was not used in the patient and the procedure was successfully completed with a new cds. There as no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. In addition, unraveled polyimide tubing was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported leak appears to be a cascading effect of the observed unraveled polyimide tubing. The observed unraveled polyimide tubing appears to be related to user technique of loosening the lock lever cap during prep. There is no indication of a product quality issue with respect to manufacture, design or labeling.